Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer stated that they felt lethargic and was vomiting prior to being hospitalized. The customer stated that they felt that the insulin pump was out of insulin. Customer's blood glucose levels at the time of hospitalization 454mg/dl. The customer was also admitted into the intensive care unit. The customer's blood glucose level at the time 697mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.